Manufacturer narrative:
The insulin pump passed the displacement test. The device was received motor error alarm during basic occlusion test due to loose/flush drive support disk. We were unable to perform the unexpected restart error test, unable to verify prime alarms or perform prime test due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self-test and off no power test. The insulin pump was received with minor scratched lcd window, loose drive support disk cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed a compromised force sensor. They were trying to change the set and fill the tubing when the alarm occurred. The customer's mother stated that the insulin pump did a reset and it was the third time. The caller stated that when she pressed the act button, she would hear a grinding noise. The customer's blood glucose level during the incident was unknown. Troubleshooting was performed and it was found that the drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.